Event description:
It was reported that in each of the 10-11 therapeutic apheresis, infusion of fresh frozen plasma was followed by hypotension, which was observed in only some of the apheresis procedures. However, in the early procedures the symptoms first occurred toward the end of the fresh frozen plasma transfusion; in later procedures symtpoms appeared within five minutes. The symptoms were addressed by pausing the apheresis and administering benadryl and continuing with fresh frozen plasma and slowing the flow rate from 13.9ml/min down to 8ml/min. The slowing of the flow did not appear to ameliorate the symptoms. The apheresis were continued through the completion. In the apheresis 10,000 units of heparin were substituted for 1:10 citrate as anticoagulant: symptoms did not occur. The rptr concluded that the symptoms were not due to citrate toxicity. The user employs a fresh device for each bag of fresh frozen plasma transfused. With a four bag transfusion, symptoms appear with each bag. In one apheresis, the user substituted alburmin for fresh frozen plasma, symptoms were observed. The user has switched to filtering with another pall device and has seen no symptoms.